Manufacturer narrative:
The failure investigation has been completed and the alleged usb port issue was verified and the alleged bolus delivery issue the alleged issue could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump usb port was damaged, and the pump battery intermittently could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. Additionally, it was reported that the customer experienced blood glucose (bg) level displayed as "low" on the continuous glucose monitor. Reportedly, the customer administered a mealtime bolus but did not eat the appropriate amount of carbohydrates that were entered into the bolus menu. The customer consumed carbohydrates to address bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.